Manufacturer narrative:
(B)(4). Date sent: 3/19/2025. Corrected data d4: UDI#. Investigation summary: a 14 beads linx device was returned in used condition. The device was returned in an unlocked position. In addition an attempt to locked was successfully made. Bent wires were noted along the device, between the beads. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device lot number 30083, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 3/12/2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. See operation notes attached.

Event description:
It was reported that a patient had an explant due to dysphagia.